Event description:
A customer reported that a sensor scan error message was received on the abbott diabetes care (adc) device while using the freestyle libre 2 app with "iphone 11 pro max ios 15.6.1". As a result, the customer was unable to obtain sensor readings and experienced a loss of consciousness. The customer was administered glucagon by a third party for treatment. No further information was provided.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The freestyle libre 2 complaint was investigated and determined that there were no issues with the libre 2 application that would have led to the complaint. The user reported a scan error. Attempted to replicate the issue using similar device configuration, was successfully able to scan the sensor, and was not able to reproduce the complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a sensor scan error message was received on the abbott diabetes care (adc) device while using the freestyle libre 2 app with "iphone 11 pro max ios 15.6.1". As a result, the customer was unable to obtain sensor readings and experienced a loss of consciousness. The customer was administered glucagon by a third party for treatment. No further information was provided.